Manufacturer narrative:
The device will not be returned for analysis as it is implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. X-rays and implant stickers were received and will be reviewed as part of ongoing investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4). The following report is associated with this event: 0001822565-2017-05957.

Event description:
It was reported that during surgery the liner disassociated from the cup. The cup was repositioned and the procedure was completed with another liner. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Investigation of complaint: investigation of the complaint is performed. There is no indication of a dissociation of the liner from the cup. Most probably, when the surgeon noticed the dislocation tendency of the prosthesis during the range of motion testing and he decided to change the neutral liner with an elevated one of same size. Further, there is no indication of a failure related to the biolox delta head. Therefore, winterthur will set the complaint to not a complaint. Zimmer biomet¿s reference number of this file is (B)(4).